Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of nonsustained rv oversensing were noted during the device check. No patient symptoms were reported. The device was intermittently oversensing post paced t waves. The patient was dependent and this led to intermittent pauses of one second. The ventricular sensitivity was decreased during the device check.